Event description:
A malfunction alarm labeled "alarm 20" was reported while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer, unable to resolve the alarm by loading a new cartridge, was assisted by technical support, who decided to replace the pump. A backup therapy using mdi was advised, and the customer was instructed on how to put the pump into storage mode and return it with a prepaid label.